Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he was not getting relief from the device except for his right leg and it was supposed to help with his lower back and both legs and hips. The patient stated that the controller went all the way up to 9.8 on its own quite a few times. The patient noted that it zapped him when he went to sit on the toilet and again when he went to plug his headphones into his surround sound. The patient had to manually turn the implant down. The patient mentioned he had been taking pain pills every day because when he wakes up his back was killing him and he could barely move. The patient was directed to the healthcare professional to discuss the symptoms. The patient explained that the manufacturer representative was able to help stop the zapping. The patient was on program a and then switched to program b and the representative told him to switch back to program a and turn it down. The patient stated that he had almost no relief at all and turning stimulation down to 4.0 is like turning it off. The patient reported that the trial had over 65% pain relief. The indication for use was non-malignant pain.